Event description:
It was reported intermittent occlusion alarms occurred beginning a years ago and becoming more frequent. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer does use the cartridges longer than recommended. Tandem technical support educated the customer the cartridge is labelled for use for up to 72 hours.